Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed data from (B)(4) 2015. Multiple power on reset (por) events were observed in the black box. The battery cap height and width measurements were within specifications. The battery compartment was also found to be intact. During evaluation, the returned battery cap secured tightly to the pump and the pump was able to power on. The pump was exercised for 24 hours with no rebooting, loss of power or call service alarms duplicated. The pump case was removed; there was no evidence of moisture or loose components found inside pump. The reported intermittent power issue with the pump was not duplicated during investigation.